Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va23evt, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's stimulation caused tension and discomfort in leg and/or foot which is stronger than groin sensation. Patient stated that when stimulation was turned down low enough to reduce the foot/leg sensations, the urinary symptoms would not improve. Four programs were tried after adjusting pulse width to 60 and no improvement in patient's leg/foot sensation occurred. A replacement surgery is scheduled. No further complications were reported.

Manufacturer narrative:
Prior report stated that a replacement surgery had been scheduled, however the information should have stated that a replacement surgery had been planned. Evaluation code method no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep stated that the following information had been confirmed with the hcp: in response to the inquiry for when the replacement surgery was scheduled, the rep replied that the replacement had not yet been scheduled. In response to the inquiry for any external/environmental/patient factors that may have caused or contributed to the patient¿s discomfort that led to replacement surgery, the rep replied that no cause had been determined. There were no further complications reported.